Event description:
It was reported that the right ventricular lead had the pace/sense portion capped and replaced two years ago due to oversensing and noise. The high voltage portion of the lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.